Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found multiple issues with the analyzer. The fse found gooey/fibrous substance with ise (ion selective electrode) reference (ref) solution line beginning at straw to ise ref block and brown debris/particulates on the reference electrode. The fse determined multiple parts malfunctioned. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the ref valve, ref electrode, ise tubing and performed ise ref block cleaning to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. No further issue was noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false high sodium (na), and chloride (cl) patient results. The erroneous results were reported out of the laboratory and later amended. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated with this event.